Manufacturer narrative:
No parts returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there were performance issues with the imaging system. The imaging system was unable to take x-rays/3d spins when the system had been in use for some time. There was no patient present when this issue was observed.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system's motion batteries were replaced. The system then passed the system checkout and was found to be fully functional. The batteries that were replaced were discarded. If information is provided in the future, a supplemental report will be issued.